Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. The right ventricular lead exhibited oversensing resulting in a false ventricular fibrillation episode. It was unknown what the source of the oversensing was. The patient was in stable condition and would continue to be monitored.